Manufacturer narrative:
Additional information in adverse event problem. Additional MFR narrative: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of three (3) homechoice cassettes. This occurred during use for automated peritoneal dialysis therapy. The home patient (hp) was connected at the time of the event and noticed air in the supply line. Renal therapy services (rts) reviewed the set-up steps with the hp. There was nothing unusual found during troubleshooting that would cause or contribute to the event. Rts advised the patient to contact their peritoneal dialysis registered nurse regarding the issue. The hp would start over using a new cassette. Rts discussed continuous ambulatory peritoneal dialysis with the hp. There was no patient injury or medical intervention associated with this event. No additional information is available